Manufacturer narrative:
The affected product had not been returned; they were requested to be return for further investigation. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This MDR will be reopened and updated in the event the affected product involved or additional information becomes available.

Event description:
On 05/31/2024, zyno received a report from the customer reporting the filter door on the drip chamber was falling off when opening it. No patient injury/harm reported.